Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified de novo right coronary artery (rca) that is 90% stenosed. A 2.75x33mm xience prime was deployed at 10 atmospheres. Post dilatation was performed with a 3.0x12mm nc balloon at 14 atmospheres and a dissection was discovered at the distal edge. The dissection was treated with 3.0x15mm xience prime. There was no adverse patient sequelae and no clinically significant delay. No additional information was provided.